Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with cracked reservoir tube lip, scratched lcd window, cracked reservoir tube and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer reported that the insulin pump had big scratch on the screen. The customer reported that the screen was hard to read. The customer's blood glucose was 39 mg/dl at the time of incident. The customer's blood glucose was 70 mg/dl at the time of call. The customer declined to troubleshoot. The insulin pump will be returned for analysis.